Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. Analysis of the log file confirmed that the suite-pc did not start. A philips field service engineer (fse) inspected the system onsite and during troubleshooting fse found that the issue was a blown fuse on the power line of the suite pc. Fse replaced fuse of the suite pc power line. After replacing fuse of the suite pc power line, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the suite pc would not boot. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) replaced the power supply fuse and returned the system to use in good working order.